Event description:
It was reported intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to rise, displaying as "high"; a specific value was not provided in response, the customer administered correction boluses via their pump and resolved the occlusions by changing the infusion set and cartridge before resuming insulin therapy. The customer did not require further assistance and declined additional support.